Manufacturer narrative:
The on-site evaluation of the device performed by a technician of the local service organization revealed that there was an issue with the vacuum pressure at the reported time of event. This vacuum pressure is needed to keep the diaphragm of the ventilator in place to avoid wrinkling during piston movement. If significant deviations are detected the software forces a shutdown of automatic ventilation to prevent from serious mechanical damages to the ventilator unit. This shutdown is accompanied by a corresponding alarm; manual ventilation and the monitoring functionalities remain available. The imaginable root causes for a vacuum pressure error are manifold: a puncture of the piston diaphragm, a leak in the assembly of the dedicated pneumatic circuit, leaks inside the pump, pump calibration error etc. The particular device is > 12 years old. The service technician replaced the filter element of the vacuum pump and calibrated the pump; the device passed all consecutive tests and was returned to use w/o further problems reported since then. A clear root cause cannot be assigned to the problem; it is not plausible that solely a problem with the filter element may have caused the observed behavior. Hence, it was either a deviation of temporary nature or the condition has been removed by the ingress into the device - i.e. By recalibration of the pump. It can however be concluded that the workstation responded as designed upon a deviation in one of the subsystems - a safety shut-down of automatic ventilation was forced, the user was alerted by means of a corresponding alarm; all alarms, potential root causes and dedicated remedies are explained in detail in the IFU. There was no injury reported.

Event description:
Device stopped automatic ventilation; no patient consequences reported.